Event description:
The patient was implanted with their permanent implant on (B)(6) 2025. On (B)(6) 2025, the patient reported swelling and pain in a different part of the knee/lower leg which was not near the location of the implanted device. The commercial team member attempted to troubleshoot with the patient by changing the programs on the transmitter assembly, wearable changes, and other daily touch points. The patient reported the neurostimulator was occasionally helpful. On (B)(6) 2025, the patient reported the device was not helping their pain and they were encouraged to see their physician. The patient expressed they were not interested in seeing their doctor. However, they may see their interventionist and are not interested in reprogramming at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for causes of the reported issue. Based on this review, the patient having another non-curonix device implanted was ruled out as a potential cause. However, the patient has arthritis under the kneecap and has a long history of seeing physicians specifically for the pain around their knee. The patient reported frustration that none of them have been able to provide lasting pain relief or determine what may be causing the pain. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.